Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of right branch bundle block (rbbb). The length of the membranous septum was 6.1mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using an unspecified size, non-abbott balloon. During the procedure, the patient was developed with a heart bock, and the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 2mm on the left-coronary cusp (lcc). Post-implant, temporary pacemaker was placed to stabilize the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient received a permanent pacemaker to resolve the event. The implanter classified this event as being related to the procedure. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.